Event description:
While performing positive pressure ventilation (ppv) on a newborn, the bag spontaneously detached from the hub on the face mask. The provider had to reattach the bag in order to continue ppv. The newborn eventually developed spontaneous cry and ppv was discontinued. There was no harm to the newborn.